Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from the previous medwatch: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). One unit was received with evidence of leak in the housing. A leak test was subsequently performed on the unit in order to identify the location of leakage. During fill, leak was detected on the reservoir due to a pin-hole on the reservoir. The root cause of this event is unknown. A batch review was conducted which found no nonconfirmances.

Event description:
Baxter (B)(4) received a report that one (1) infusor leaked during filling. The device was filled with fentanyl citrate and saline. No patient involvement, patient injury or medical intervention. No additional information.